Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fixed water leaked from the pinhole hole of the foley catheter balloon.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 silicone temp sensing foley catheter. Using in house syringe the catheter was inflated with 10 ml methylene blue solution (3 drops 1percentage aqueous methylene blue per 100ml distilled water). Upon inflation a small pinhole measuring smaller than 0.013" was present was the catheter of the balloon therefore causing asymmetrical balloon and catheter to not deflate properly. Also received 2 photo samples. First photo sample shows top view of catheter. Second photo sample shows end of catheter with red arrow indicating hole present on catheter. Based on physical sample received the reported event is confirmed as it does not meet specifications which states "pinholes are not permitted". The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be imperfection in balloon due to process. However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use 1. Method of use 1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. 2) lubricate the catheter shaft with the lubricant jelly. 3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull the catheter slightly to seat the balloon at the level of the bladder neck. 5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 2. Precautions for use (11) to secure a sterile field for the procedure, spread a clean wrapping paper. (12) place waterproof sheet beneath patient¿s buttocks. (Fig. 1) (13) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2) (14) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3) (15) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. (Fig. 4) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5) (16) pull catheter to seat the balloon at the level of the bladder neck and secure placement. (17) keep the drainage bag below the bladder level without touching the floor. (Fig. 6) (18) when catheter with temperature-sensing is used, connect lead wire to monitor with relay cable. (19) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. (Fig. 7) (20) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." Correction: d,g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fixed water leaked from the pinhole hole of the foley catheter balloon.